Event description:
Metal shavings from products were noted during use. The surgical site was irrigated and suctioned and shavings were removed. A follow-up call to the user facility confirmed that were no pt injuries or complications.